Event description:
Eye exam in 2003. Crt fitting the following month. Successfully completed crt program 27 days later. Vision: od 20/25 near--- distance os 20/25: 20/30 monovisiion left eye near. Dr saw pt in 2004. Discomfort and slightly swollen eyelids upon waking the day before. Night of event date unable to sleep due to pain. Called dr the following day in the early morning. There was a large ulceration of the cornea over the pupil area extending up to the upper limbus. Sent to omd, culture was positive of pseudomonas aeruginosa, susceptible to tobramycin and ciloxin. Tx: vigamox 1gtt every minute until arrive at omd's office. Omd continue vigamox 1 30 minutes waking and q 1 hour when sleeping ciloxin ointment for sleeping. Changed to fortified antibiotics vancomycin and tobramycin q 30 minutes waking, 1 hr "wlooting", oral ciprofloxacin 500mg bid, homatropine culture came back susceptible to tobramycin. This took over 5 weeks to end the infectious process. Then steroid treatment was started. On last report vision had started to improve to 20/70. Treatment is continuing, hopefully pt's vision will improve.